Event description:
Controlled intubation - pilot balloons checked and held pressure. Patient intubated utilizing glidescope without difficulty, but pressure within cuff/pilot balloon did not hold air in the cuff. Ett was pulled, patient reintubated. Same situation occurred x3. Positive capnography noted initially each time. The final ett (yet another lot number) did hold air and maintain seal without fail. Ett failures: 1. Covidien taper guard oral/nasal tracheal tube - size 8.0. Lot 23e0177jzx, exp [redacted date]. 2. Covidien taper guard oral/nasal tracheal tube - size 7.5 lot 23c1037jzx, exp [redacted date]. 3. Covidien taper guard oral/nasal tracheal tube - size 8.0 lot 23e0177jzx, exp [redacted date]. Manufacturer response for endotracheal tubes x3, (brand not provided) (per site reporter). Working with unit manager.